Event description:
The catheter separated from the hub duing a dressing change. They were able to retrieve the entire catheter tubing at the bedside without patient harm. Another line was placed to complete the therapy.